Manufacturer narrative:
This report is being submitted to add field action information due to the allegation of a sealing issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Initial failure analysis confirmed the customer reported complaint. It was noted that when the distal assembly of the vessel sealer extend instrument was rotated 180 degrees, the intuitive motion was restored. It is possible that the distal assembly turned during the procedure because of the main tube tabs being lifted which made the instrument exhibit unintuitive motion.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vse instrument was defective and had a no sealing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci vse to perform failure analysis. The vse was analyzed and the complaint regarding the vse instrument was defective and had a no sealing issue was not confirmed by failure analysis. Failure analysis could not verify the external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The instrument passed electrical continuity. Energy was delivered without any issues and passed the cut test. The knife slot measured at 0.003¿ and the jaw gap verification passed at 0.027¿. The grip force test was performed and passed at 6.86 lbs in the straight orientation. The probable cause is no problem detected. Additionally, the instrument was found to have dislodged blade based on log review but was not observed during in-house inspection. Visual inspection showed that there was no blade exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was light bio debris found at the instrument tip. A review of remotefe log showed one blade exposed failure with error code 22025, indicating "vessel sealer extended blade jammed on usm4." Common causes of the failure mode dislodged instrument blades are typically attributed to mishandling/misuse. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. This instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly and moved in the reverse motion. This indicates that the movement of this instrument is unintuitive, where it moved precisely and proportionally to the master but in the opposite direction. The probable cause of this failure is not determinable/applicable. The instrument was found with dislodged tabs on the distal end of the main tube, likely causing the instrument to have unintuitive motion. The probable cause of this failure is attributed to mishandling/misuse. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the vessel sealer extend (vse) instrument moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer reports, the vessel sealer extend (vse) instrument was defective and had a no sealing issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the vessel sealer extend (vse) had a sealing issue. The event date was verified as 20-feb-2023. The issue occurred during the procedure. The failure was not related to an inability to move the instrument at all. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent until the customer opened a new vse instrument. There was no injury to the patient as result of the event. The instrument was inspected prior to use. The instrument was returned to isi for evaluation.